Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had an accident which involved a blow to the head. Following that, he reported a strong painful sensation with use of the external processor. In addition he no longer had access to sound with the device. The patient stopped using the processor.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. Other damages found are related to the removal surgery. This is a final report.

Event description:
The patient had an accident which involved a blow to the head. Following that, she reported a strong painful sensation with use of the external processor. In addition she no longer had access to sound with the device. The patient stopped using the processor. The patient was re-implanted.